Manufacturer narrative:
It was reported that the event date was unknown. No products have been returned to medtronic for analysis. Codes 4114, 3221, and 4315 are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a functional endoscopic sinus surgery (fess) procedure "last week." The exact date of the issue was unknown. It was reported that the site had an instrument tracker with an out-of-box failure. The tracker was not being picked up by the system at all. The surgeon continued the case without navigation. The next case had the new instrument tracker function with no issue. There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient.